Event description:
It was reported, the patient is not receiving effective stimulation in her pain pattern after undergoing her permanent procedure. A sjm representative was unable to resolve the issue with reprogramming. Additionally, x-rays identified the scs lead has migrated. The physician determined the migration was not enough to cause loss of coverage. Subsequently, the patient was given new programs to try. Follow-up identified the issue has not resolved and the patient is now experiencing new anterior right shoulder pain. Additional reprogramming was attempted to no avail. Further investigation identified surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.